Manufacturer narrative:
(B)(4). Concomitant medical products: - revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14, item# 01.00402.075, lot# 2847177. Bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, item# 00-8775-036-02, lot# 2849975. Report source- foreign - germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to implant fracture approximately four (4) months after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b3, b4, b5, d2, d6, d9, d10, g1, g3, g6, h1, h2, h3, h6, h10. D10 - bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, item# 00-8775-036-02, lot# 2846975 (lot# corrected). The stem, the head and the liner were returned for investigation. The fractured stem was returned with the head mounted on the taper. The head shows metallic smearing both on the articulating surface and on the nonarticulating surface. The distal and proximal parts of the stem show damages from the revision surgery in the form of scratches, nicks and areas where the material is deformed. No bone ongrowth can be seen on the anchoring surface of the proximal component. Bone attachment can be found on the anchoring surfaces of the distal component. The connection pin of the distal component is fractured and the patterns on the surfaces point to a fatigue fracture with the origin located on the lateral side. The outer surface as well as the articulating surface of liner shows some scratches. The flat rim area of the insert shows damages in the form of scratches, nicks and deformed material. Review of the manufacturing records identified no deviations or anomalies during manufacturing that could be related to the reported event. Devices used for treatment. Medical records were provided and reviewed. The patient is male, 175cm - 100kg (bmi 32.7), 63 years old at the time of the event reported in this complaint. The patient underwent an initial left tha, however no information was provided on the date and reasons of the implantation. After a fall, the patient underwent a first revision surgery on due to a periprosthetic fracture. Approximately six (6) years later, the patient underwent x-rays examination because of pain and discomfort. Results of the exams at this stage showed no issues. After about five (5) months, the patient underwent again x-rays examination because of increasing pain and reduce mobility. Results of the exams showed a fracture of the pin of the stem between second and third cerclage. Op notes of the second revision reported poor integration of the proximal part and good integration of the distal part. Additionally, signs of a low-grade infection were found intraoperatively. X-rays taken before and after the first revision surgery as well as x-rays taken before and after the second revision surgery, were provided. On all images, bone quality appears mildly osteopenic. After the first revision, a femoral implant with a much smaller proximal size was used resulting in extensive radiolucency on the medial proximal area. This could conceivably result in abnormal "toggling" due to the distal part fixation and lack of proximal part fixation and support. Review of the surgical notes and the results of the visual examination points to a good fixation of the distal part in the femur and a lack of fixation of the proximal part. The extensive radiolucency shown in the provided x-rays points to a possible lack of medial bone support for the proximal part. Based on the literature, factors such as patient age, weight and activity level, comorbidities (e.g. Previous infection) and insufficient medial bone support to the proximal part may have led or contributed to the reported event. In conclusion, based on the investigation a pin fracture of the distal stem can be confirmed and most likely attributed to fatigue. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision surgery due to the implant fracture and loosening approximately six (6) years after implantation.